Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported to the sales rep, that the screwdriver doesn¿t fit very well with the collum screw during the gamma3 procedure. Sales rep reported that another tray was used to complete the case.

Event description:
The customer reported to the sales rep, that the screwdriver doesn¿t fit very well with the collum screw during the gamma3 procedure. Sales rep reported that another tray was used to complete the case.

Manufacturer narrative:
Evaluation summary: no deviations were found in the manufacturing documents or in the material. The returned lag screwdriver was documented as meeting specifications prior to distribution. Thus, deviations in material and manufacturing can be excluded. Marks from material displacement at the very tip of the pegs and the bend on the pegs themselves indicate that the screwdriver was operated under high force in ccw / untightening direction, whilst the pegs were not entirely engaged in the slots of the lag screw. Evaluation of any damage characteristics suggests that the item was not used as intended. It cannot be excluded that the item was damaged during previous surgeries, but the damage would then have been detected during inspection prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is related to improper use.